Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported the patient experienced weakness in both legs two days following an scs system implant procedure. Follow up information identified the patient underwent surgical intervention to remove a hematoma (reference MFR. Report: 1627487-2015-07494) which resolved the issue.